Manufacturer narrative:
Unit passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No insulin flow blocked alarm noted during testing. Unit functioning properly. Unit received with minor scratched lcd window, faded serial number label, cracked case on the battery tube, cracked case and cracked retainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed insulin flow blocked. The patient's blood glucose at the time of incident was 164 mg/dl. During troubleshooting the insulin pump was not able to prime. It was discovered that the infusion set cannula was bent. The infusion set was changed but insulin failed to exit during the fill cannula step. The insulin pump will be returned for analysis.